Event description:
A stryker micro drill was sent in for repair due to overheating during an anterior cruciate ligament (acl) reconstruction procedure. No adverse consequence was reported; another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Further investigation revealed a damage motor, rotor bearings, press plug and other component parts. According to the analysis notes, the rotor was stuck in the motor due to corrosion; this interference may cause friction leading to the heating described by the customer. The damaged parts were replaced and the device was repaired and returned to the customer.